Event description:
On 11/17/97 following a catheterization procedure, an angio-seal was placed (whether hemostasis was achieved with device is unk at this time). The pt presented on 12/9/97 at which time doppler studies showed an occluded femoral artery. The pt was taken to surgery where an angio-jet and thromboembolectomy were performed. A stent was then placed in the right femoral artery. The pt tolerated the procedure well and was discharged home with no further reported sequelae.